Manufacturer narrative:
The reported issue was confirmed, as use-related. The customer saved connectors at their facility and mistakenly used them during an implant, not realizing the expiration date was exceeded by 60 days. The customer confirmed they did not receive the connections expired from the manufacturing facility. Based on the information contained within this complaint file, it was concluded that the labeling was adequate. The lot number is unknown; therefore, the device history record could not be reviewed. : the device was not returned.

Event description:
It was reported that the doctor used an expired extension connector on the patient. The shelf-life of the connector was 200 days ago and the user used the connector 60 days after the expiration. It was later reported from the international business center representative on 02nov18, the customer did not receive the connectors expired. The connectors expired at the facility and the doctor mistakenly used them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the doctor used an expired extension connector on the patient. The shelf-life of the connector was 200 days ago and the user used the connector 60 days after the expiration. It was later reported from (B)(6) representative on (B)(6) 2018, the customer did not receive the connectors expired. The connectors expired at the facility and the doctor mistakenly used them.